Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated event due to oversensing of noise. Technical services (ts) was consulted and upon review of the data noted the noise is non-physiological and the signal was saturated during the episode. Ts discussed further troubleshooting recommendations and potential programming options. The patient was brought into the clinic where no noise was able to be reproduced. The s-ICD was reprogrammed to secondary sensing vector due thoughts that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. The s-ICD remains in service and no adverse patient effects were reported.